Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during implant, this device was placed in the pocket and then was unable to be interrogated with a programmer. The device was explanted and another device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A device interrogation was unable to be performed. A magnet was paced over the device and a beep tone was heard followed by a series of 16 beep tones. Radiofrequency (rf) wakeup testing was performed and measurements of several wakeup pulses were out of range. This behavior is consistent with an issue with the oscillating crystal within the radiofrequency (rf) circuit. Analysis confirmed that, in this case, disruption of normal function caused the device to shorten the duration of the rf wakeup period, preventing the device from being interrogated. The root cause of this disruption has not been determined.

Event description:
It was reported that analysis was completed for this device.